Event description:
Siemens became aware of a malfunction that occurred while operating the arcadis avantic gen2 system. During an emergency patient procedure, the unit was unable to generate x-ray during the first exposure. After pressing the switch a second time, x-ray exposure was successfully generated; however, the resulting image quality was grainy. The patient was moved and the procedure was completed on an alternative unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a detailed investigation of the reported event. A supplemental report will be submitted if additional information becomes available.